Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rapid fluctuations between high and low blood glucose (bg) levels, with low blood glucose occurring quickly despite no exercise. The customer reported blood glucose value of 80 mg/dl, and the hypoglycemic event treatment was not mentioned. The event involved product(s) 78893-01, mmt-431ag,mmt-1884 and mmt-342. Troubleshooting was performed for hypoglycemia and was using the insulin pump system within 48 hours of the event, with the auto mode/smartguard feature active at the time. Family members assisted the customer during the low blood glucose event, but the customer did not usually treat these episodes. No medical events such as loss of consciousness or seizures were reported in association with the sensor issue. No further patient complications were reported. 78893-01, mmt-431ag,mmt-1884 and mmt-342 products were not expected to return.